Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
"Device evaluation: visual analysis of the returned device identified total delamination of valve, flat creases and white particles in device inner surface. Leak test and microscopic analysis was performed which identified total delamination of valve and one striated opening. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening striated in the side posterior assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.